Event description:
The customer tested his blood glucose using his contour meter and received a reading of 173mg/dl. He retested using his breeze2 meter and received a reading of 97mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer ended the call before providing additional information. No product will be returned.